Event description:
Boston scientific received information that the same day this device was implanted, atrial and ventricular channels exhibited loss of capture (loc) when the patient shifted in the hospital bed. A revision procedure was performed. Upon opening the device pocket, the face of the device was not making good contact with the patient's skin. Additionally, an abandoned lead was noted to be between the device and skin, creating a tenting affect, limiting the contact with the skin. The abandoned lead was cut back and surgically abandoned. Additional information was later received that the patient expired on (B)(6) 1997. No device allegations were associated with the patient's death. The device was later returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
Analysis is currently ongoing. This report will be updated pending analysis completion.